Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific that during a follow up high pacing thresholds were noted. During the revision of this right ventricular (rv) lead the helix was attempted to be extended but it could not be extended. Thus a new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.